Event description:
It was reported the subject device was to be used as a framing coil during an internal carotid-posterior cerebral arteries (ic-pc) aneurysm coiling procedure. However, the physician reportedly experienced friction between the coil and catheter during multiple attempts to reposition the coil. Following digital subtractive angiography (dsa), an additional attempt was made to advance the coil through the microcatheter, at which time the coil prematurely detached. The delivery wire was removed and the hub of the microcatheter cut allowing the physician to successfully remove the coil using a snare. Following the procedure, it was noted that one of the coil sutures was protruding from the main coil about 3cm from the distal end. The procedure was successfully completed with the use of other devices. There were no reported clinical consequences to the pt.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the coil was prepared and used in accordance with the directions for use (dfu) and no anomalies were noted. The delivery wire was not inspected for irregularities such as kinks or roughness. Continuous flush was maintained. The anatomy was moderate tortuous. There was no friction felt as the coil was advanced through the introducer sheath. But there was distinctive friction noted as the coil was advanced through the microcatheter prior to the repositioning. The repositioning was carried out in a one-to-one movement under fluoroscopy. All movements were smooth, but may not be slow. The pt condition was not affected in any way by this event.